Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported that the tip of a drill broke off while fixating the cheek bone. The tip could not be located, therefore an x-ray was taken to see if the tip was inside of the patient's body. The surgeon concluded that it was not in the patient's body.